Event description:
Info received indicates the brake would set, but the casters would swivel when pushed from the side.

Manufacturer narrative:
The tech found the brake casters were worn. The tech replaced brake casters to repair the stretcher.